Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, this right ventricular (rv) lead had normal threshold measurements. Prior to discharge threshold was elevated and the output was reprogrammed. One-month later threshold had not changed. Then the patient was urgently transported to the hospital due to cardiac tamponade. There was a noted loss of capture. An rv lead perforation was confirmed by thoracotomy. The system remains in use. No additional adverse patient effects were reported. This report will be updated, should additional information be received.